Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument broke and the clips disengaged. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
1/22/1998-supplemental report #1 submitted to FDA.